Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the end of laparoscopic bypass gastric procedure, the device cuts the tissue but was not able to staple it. The surgeon over sewn the staple line to complete the case. The operation was extended for one more hour. No patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of a video and one device. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade and the anvil was bowed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damages was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the end of laparoscopic gastric bypass procedure, the device cuts the tissue but was not able to staple it. A video showing that the staples deploy but were not able to form a b-shape was provided the surgeon oversew the staple line to complete the case. The operation was extended for one more hour.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video of the complaint event. Video inspection noted that the loading unit was applied to the tissue. The tissue was pushed to the distal end of loading unit with the knife. Other surgical devices were noted in the staple application area. Bleeding was noted at the staple line. Physical inspection and functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.